Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n284900, implanted: 2011 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported clarified the patient underwent surgery for other health issues and neglected to maintain the charge of the implantable neurostimulator (ins) for approximately 5 months. The ins had its first confirmed overdischarge. A physician mode recharge (pmr)/ trickle charge successfully reset the device. The device was reprogrammed and impedances were tested, and the patient was reportedly obtaining adequate coverage. No patient symptoms or complications were reported. The patient's status was noted to be alive with no injury.

Event description:
It was reported that the patient had problems with recharging the implantable neurostimulator (ins) which started last week. It was noted that the patient last recharged 4 weeks ago. It was noted that the patient felt stimulation 3 weeks ago. It was noted that a communication problem was reported. It was noted that an implantable neurostimulator (ins) overdischarge was suspected. Additional information received reported that the patient still had concerns with their device or therapy but was working with their health care professional and had an appointment on 2014 (B)(6). It was noted that the patient had surgery on 2014 (B)(6) and was released the same day. It was noted that the patient would continue to attempt to contact the manufacturer representative as they recovered at home.